Event description:
Patient presented in complete heart block at an intrinsic ventricular rate of 34 bpm. No capture morphologies were seen, although apparent pacing output was observed at approximately 720 ms intervals. The device was not able to be interrogated. Other causes of telemetry interference were ruled out. Due to the apparent failure to capture, failure to communicate, and failure to produce the appropriate magnet response, explant was recommended by tsv. 4/2006 product returned with oos report indicating eri. Comments: "patient non-compliant with follow-up schedule, eol reached and patient admitted to ICU in complete heart block."